Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen via an implantable infusion pump. It was reported that the patient¿s wound on the pump was red, so the doctor suspected a new infection. The pump had just been implanted at the end of (B)(6) 2020, on the opposite side of the patient from their previous pump which had just been explanted due to an infection (please refer to manufacturer report #3004209178-2020-15418 for details pertaining to that pump). It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The doctor had also asked for the pump¿s composition for the allergist. At the time of the report the issue was not resolved and the patient status was still with injury due to the red wound that was ¿perhaps infected.¿ the pump remained implanted at the time of the report and it was unknown if surgical intervention was planned. Additional information was received in response to a request for follow-up on (B)(6) 2020. It was reported that the patient was given antibiotics but the problem wasn't resolved. The patient would see an allergist soon, but those results would not be made available to the manufacturer due to confidential reasons. It was further reported that the rehabilitation physician and surgeon hope to remove the pump and were decreasing the infusion dose day after day, but the decision to remove the pump was not a result of this problem. It was explained that they decided to implant this pump in (B)(6) just to decrease the infusion dose and remove the pump.